Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 "the connector had broken off the catheter and the two were no longer connected. A piece of the mcatheter remained in the connector and the catheter that was in the patient was beside the connector" which resulted in breakthrough pain for the patient. The device was said to be in place for 8 hours when the incident was noted. The catheter was connected to a new filter and tubing according to the customer. No additional needle placement was reported. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter became disconnected.